Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion, the customer noted blood in the intra-aortic balloon (iab) via x-ray/ fluoroscopy. The iab was removed immediately and replaced with a new one to continue without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.